Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion: failure observed during analysis.external insulation abrasion was noted at 42.6-43.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.